Event description:
It was reported that during a percutaneous coronary intervention (pci), a physician had difficulties retrieving an imaging catheter. The lesion was 99% stenosed and calcified with moderate tortuosity in the proximal left anterior descending (lad) artery. The physician experienced no issues loading the catheter, but felt resistance when attempting to perform a pre-intravascular ultrasound (ivus). The ivus catheter could not cross the lesion. The lesion was pre-dilated with a balloon catheter. After dilation of the lesion, physician experienced slight resistance when pre-ivus was performed. A stent was deployed and post ivus was performed with same imaging catheter. Ivus confirmed stent malaposition. Upon removal of the imaging catheter, catheter caught the distal edge of the stent. Physician advanced the ivus catheter distally and returned imaging core to initial position, and successfully removed the catheter from the patient's body. The pt was reported in "good" condition.